Manufacturer narrative:
Evaluation summary: the lens was returned in a clear plastic container. Blood and solution is dried on the lens. The lens is cut from edge past center of the lens, typical of insertion and removal. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. No further information was provided. A malfunction has not been indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was exchanged for a different model of the same power approximately one month after the initial implantation. Additional information was requested.